Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed crease smooth on radius assessed as fold flaw opening. ¿ capsular contracture: unable to confirm as it is a medical event not related to the device additional observations: ¿ crease fold observed. ¿ brown particles inside of the device. ¿ wear abrasion observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side deflation and capsular contracture, baker grade I. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional confirmed capsular contracture, baker grade I. The device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation; capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side deflation and capsular contracture, baker grade unknown. Device remains implanted.